Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
The customer reported that when preparing to scan a pt procedure, before the pt was on the imaging table, the forte-jetstream - az camera system was initializing a pre programmed motion (ppm) for pt load when the detector heads rotated and caught the edge of the table with the corner of the detector head. The detectors contacted the table causing the table pins to become dislodged from the cement floor. The philips field service engineer (fse) determined the cause of this reported event was the table failed to retract fully, due to a loss of calibration of longitudinal motion. There was no report of harm to a pt, bystander or trained professional.